Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain due to migration of the reservoir into the pelvic area. A surgical procedure was performed in which the reservoir was repositioned and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for lgx preconnect is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.